Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the pt contacted lifescan (lfs) to report the one touch ultra meter was giving the error 2 error message and had segments missing from the characters on the display. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. In approx (B) (6) 2009, the pt obtained the error 2 error message upon test strip insertion, and that there were segments missing from the display. The pt took no actions due to the meter issues. In (B) (6) 2009, the pt experienced the symptoms of frequent urination, fatigue, headache and joint pain. The pt visited his physician, who prescribed an increased dose of the pt's oral diabetes medication, type and dose not specified. Troubleshooting revealed the pt's testing technique and test strips were correct. The issue was not resolved. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to test his blood glucose levels due to the meter issues, and received medical attention and treatment. Therefore, this complaint is being reported.